Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level of 400 mg/dl; cause of bg not known. On (B)(6) 2026, the customer went to the emergency room (ER) due to the ongoing elevated bg. Reportedly, the customer had elevated liver enzymes. Customer was treated with intravenous fluids and pain medications. Customer was discharged later the same day with no permanent damage. Customer reverted to an alternate method of insulin therapy.